Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specs.

Event description:
On (B)(6) 2010, the pt was implanted with eleven gore excluder aaa endoprosthesis and one gore tag endoprosthesis to treat an abdominal aortic aneurysm. The pt had extreme tortuosity and vessel length. Measurements were not available. The gore tag endoprosthesis and gore excluder aaa endoprosthesis aortic extender components were implanted on the proximal end of the gore excluder aaa endoprosthesis trunk-ipsilateral leg component. There were aortic extender components on either side of the gore tag endoprosthesis. The aneurysm was excluded. On (B)(6) 2011, CT showed a type iii endoleak between the proximal end of the gore tag endoprosthesis and the aortic extender components that were implanted on the proximal end of it. The separation was 3 to 4 centimeters. On (B)(6) 2011, an intervention was performed where a medtronic endurant 70mm super renal cuff, a gore tag endoprosthesis tgu262610/9464009, and a palmaz stent were implanted to bridge the gap in the original endograft system. The endoleak was excluded and the pt tolerated the procedure.